Event description:
(B)(4) trial. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. The patient had a 90% stenosed de novo lesion located in the 1st diagonal and was 28 mm long with a reference vessel diameter of 2.3 mm. The lesion was treated with pre-dilatation and placement of a 2.25 mm x 32 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The second target lesion was a de novo lesion located in the 1st obtuse marginal with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with direct stent placement using a 2.50 mm x 16 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. One day later the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with constant non-radiating mid-sternal chest pressure which was subsequently diagnosed as angina and the subject was hospitalized on the same day. The 60% restenosis of the previously placed study stent located in the 1st diagonal was treated with balloon angioplasty using a 2.25 mm x 8 mm emerge balloon, with 10% residual stenosis. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel the same day.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).